Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (will not communicate with a test monitor) was confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to corrosion on connectors j702, j703, j704 and the dn pca board. The root cause of the corrosion was liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt.

Event description:
A distributor returned electrode belt sn (B)(4) and reported that it would not communicate with a test monitor.